Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0083 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (asdys0083) have been reported from the same facility.

Event description:
It was reported "the safestep 22g ½¿¿ needle with lot #asdys0083 when attached to a microclave and tightened, still remains easy to remove and the bottom thread is slightly exposed. We even obtained another 22g ½¿¿ safestep needle with a different lot # ascys0257, and this needle with the microclave can tighten firmer than the previous mentioned with no exposed threads." It was stated this occurred with four devices. This report addresses the second device.